Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as onset, the patient was hospitalized for the event. On an unreported date during hospitalization, the patient began treatment for the peritonitis with cefamezin and modacin (doses, frequencies and lot numbers not reported) intravenously (IV). On an unreported date, after the causative organism was detected, the treatment for the peritonitis was changed to vancomycin (dose, frequency and lot number not reported) IV. On an unreported date, during hospitalization the patient was retrained on proper aseptic technique for pd therapy. Twenty five days after onset, the peritonitis was resolved and the patient was recovered from the peritonitis. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.